Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The device and the lens were returned loose in a plastic bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was fully advanced with the plunger tip outside the nozzle tip. No issues or abnormalities observed. The lens was returned outside the device. Viscoelastic was dried on the lens. The lens was cleaned with klrp for further evaluation. Both haptics were pliable when manipulated. No issues observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional (plan view) inspection was conducted and the lens met specification per the approved (plan view) template. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. No problems were observed with the returned device or lens. The root cause of the reported complaint may be a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, lens not folded correctly. Subsequently the lens was removed during initial procedure and completed with unspecified replacement iol. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).